Event description:
Catheter pl for tpn and lipids. Noted elevated blood pressure of 20 points. The catheter was removed and a clot approximately 3-4 cms long was found on the catheter. The blood pressure went back down after catheter removal.

Manufacturer narrative:
Product implicated is a 3.5 fr umbili-cath. The catheter was rec'd taped to a piece of notebook paper. Arrows were drawn on the paper to indicate where the clot had been adhered to the catheter tubing. Overall length of the catheter measured 40cm. Lot history review was not possible since no lot number was indicated. The clinician noted the clot had been adhered to the catheter from 1.5cm to 3.5cm from the distal tip. There was some dried blood along the tubing in this area as well as the rest of the catheter tubing below the 12cm marking. Sutures were tied around the catheter between the 12cm and 13cm marking. The catheter was disinfected in a 1:10 bleach solution. Through tactile inspection, the tubing feels smooth. Under 50x magnification, no tubing defects or abnormalities could be found. The catheter was pressurized with a 6cc syringe and colored water by occluding the distal end of the tubing with a padded clamp. No leaks were detected. This was repeated several times while exerting pressures above 25psi and the lumen could not be made to leak. The lumen flushed and aspirates normally. The complaint is unconfirmed since no clot was present and no catheter abnormalities were found.